Event description:
It was reported that during an endovascular procedure in a patient with left middle cerebral artery (mca), as the subject guidewire continued to bring the stent microcatheter to left mca m3. When checked under dsa (digital subtraction angiography), the subject guidewire was observed to be stretched and fractured as the proximal was at internal carotid artery (ica c7). The operator then used an asahi guidewire to make a loop to catch the fractured subject guidewire back to middle catheter and then withdrew the whole system. The new guidewire device was used to continue the procedure, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during an endovascular procedure in a patient with left middle cerebral artery (mca), as the subject guidewire continued to bring the stent microcatheter to left mca m3. When checked under dsa (digital subtraction angiography), the subject guidewire was observed to be stretched and fractured as the proximal was at internal carotid artery (ica c7). The operator then used an asahi guidewire to make a loop to catch the fractured subject guidewire back to middle catheter and then withdrew the whole system. The new guidewire device was used to continue the procedure, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found the subject guidewire was returned in 2 fragments (approximately 9.7cm and 190.3cm). The distal tip of the subject guidewire appeared to have been shaped. The nitinol tubing on the guidewire distal end was broken/fractured approximately 9.7cm from the distal end with the code wire severely stretched and broken/fractured. The nitinol tubing surface was rough, and both the core wire and platinum coil were visible inside the nitinol tubing with the platinum coil broken/fractured and the surface was rough. The surface of the broken/fractured core wire was also rough. The nitinol tubing on the guidewire proximal end was noted to be broken/fractured approximately 190.3cm from the proximal end with the core wire and broken/fractured platinum coil protruding from the nitinol tubing. The surfaces were rough on the nitinol tubing, the broken/fractured platinum coil and broken/fractured core wire. Dried procedural fluid was present inside the proximal broken/fractured nitinol tubing and along the proximal core wire. Functional testing was not performed due to condition of the returned subject guidewire. The damage to the returned subject guidewire indicates the device encountered a significant force during use to have caused this damage and the patient's quite tortuous vessel most likely contributed to reported event. The reported complaint was confirmed based on analysis. The subject device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject device, and the subject device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The subject guidewire tip was shaped a little big degree. Other devices used in the procedure in conjunction with the subject device was xt17 microcatheter. There was no allegation against the xt 17 microcatheter and the same xt 17 microcatheter was used to complete the procedure. An introducer sheath was used to facilitate the introduction of the guidewire into the microcatheter. A torque device was used to facilitate directional manipulation of the subject guidewire and there was a little difficulty rotating the subject guidewire using the torque device. The subject guidewire was torqued a number of times. There was a little bit of friction/resistance encountered with the subject device during the procedure and a little bit of force was used to overcome resistance. In the physician¿s opinion, the cause of the subject guidewire fracture was that the patient's vessel was quite tortuous. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip stretched¿, ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire friction¿ and as analyzed ¿guidewire distal tip broken/fractured during use' and ¿ guidewire distal tip stretched¿ the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.